Event description:
It was reported that (2) devices were used during a video assisted wedge resection. It was reported by the affiliate that the tsb45, on the second firing (tr45b) the instrument stapled only 1cm, but cut the tissue perfectly. Another instrument was used to complete the case. There was no consequence to the pt.